Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system displayed an iris potentiometer error and would not boot up. There is no report of injury or death associated with the event described in this complaint.